Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: h6 health effect ¿ clinical code, health effect ¿ impact codes). Getinge representative explained the nature of the alarm and suggested she change out the console as I couldn¿t pinpoint what type of maintenance the console may need. Nurse indicated they would change out the console during shift change and provided complaint information. She was appreciative of the information and assistance. There was a patient involvement. Gfe was performed to get additional details about service but no response received. If any additional information received, the complaint will be reopened and updated it. H3 other text : issue resolved over the call.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a maintenance required alarm . The ICU rn, called for assistance with an intermittent maintenance required alarm. The nature of the alarm was explained and it was suggested the console be change out due to not being able to pinpoint what type of maintenance the console may need. The rn indicated they would change out the console during shift change.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.